Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and replaced two check valves in the needle waste line. Performance of the analyzer was verified. The root cause was two bad check valves on needle waste line. As per product labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the stripper plate splashed blood onto the barcode reader on the coulter lh750 analyzer. When blood gets on the barcode reader, it is cleaned with disinfectant. All operators wear personal protective equipment (ppe). There was no exposure to mucous membranes or open lesions. The operator did not seek medical attention and patient treatment was not affected in this event.